Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient had pain in their legs which was considered a sudden change in therapy/symptoms. The stimulator was off and the patient continued to have pain. They took a CT and it appeared normal. The patient's stimulation settings were adjusted a couple of days ago. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the sudden change in therapy/symptoms was not determined. The patient was given inflammation medicine, muscle relaxants, and pain medication. They reported that the issue was resolved but they still had tightness in their left leg. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that last friday they had an issue where they went to the hospital. They noted that they went to the hospital because they had so much pain in their leg. They added that they were on group a at 3.6 and ended up turning the ins off. The patient stated that they were told their nerves were aggravated, which is why they were in so much pain. They indicated that now they are back on group b at 2.0v, which is managing their leg pain and going smoothly. The patient mentioned that their neck was ¿out¿ after being in a hospital bed for 5 days. No further complications were reported or anticipated.